Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Left colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? After the second firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White and blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was higer. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The tissue fell away from the jaws. The handle was popping open the device fired fine, the surgeon tried to reverse the blade and the device still did not come open.

Event description:
It was reported that during a left colon resection procedure, after the second firing the tech went to reload the device and the handle moved to open however the jaws stayed closed. The staff tried to pry open but the jaws would not open. The device fired as intended and the tissue fell out of the jaws. Another device was used to complete the procedure. No adverse consequences reported.